Event description:
It was reported that the 9600+ system experienced a x-ray temp sensor failure error on boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The malfunction was verified. Replaced the temperature sensor. Also identified the need to clean the image intensifier face. Cleaning completed. The system was tested and found to be working as intended and placed back into service.